Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead pacing impedance had increased. Numerous short v-v counts were observed and noise was observed. The lead was programmed off. The lead was explanted and a new lead was implanted. No patient complications have been reported as a result of this event.